Event description:
It was reported that an ilet user paused the device and overtreated hypoglycemia, after which the user and their diabetes educator performed a factory reset. Symptoms included reports of hypoglycemia though insufficient information was provided after several attempts at contacting the user's caregiver. Outcomes included insufficiently characterized impact. Investigation included communication with the user¿s caregiver and analysis of information provided. Investigation of this case revealed no definitive device-related problem or component-specific issue and no findings were available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.